Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the bottom of the reservoir was falling out and caused the insulin to leak out. Customer's blood glucose was unknown. Customer will not be returning the reservoir for analysis.